Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a weak battery and blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she put in a new battery and the pump goes blank and says weak battery. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to call back to continue troubleshooting.